Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). Analysis was performed by a philips remote service engineer (rse) who spoke with the customer and confirmed that the device was giving an inop with speaker not working. They also confirmed the sound is not operating. The rse ordered a new speaker assembly for the customer. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The speaker was ordered and shipped to the customer. The issue was resolved by replacing the speaker.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the inop with speaker was not working; sound was not operating. The device was in clinical use on a patient at the time of the event, so there was no patient or user harm reported.